Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that the pilot valve developed a leak during patient use. It was reported that the pre-testing was performed and no issue was identified. Follow up efforts were performed to obtain additional information related to this report and new information provided on (B)(6) 2017 and (B)(6) 2017 revealed that patient death occurred. The new information clarified that an air leak in the pilot valve was observed.